Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code 16. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting, but the malfunction recurred. Consequently, a decision was made to replace the pump. The customer will use manual injection as a backup therapy in the meantime. A replacement pump with updated software was sent to the customer, with instructions on handling and returning the malfunctioning pump. Training will be available in the customer¿s tandem source account, and no signature is required for the delivery.